Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone during normal use. The selftest could not be performed. Customer removed the battery for 2 hours and reverted to back-up plan but reported that the constant tone continued when inserting the battery. Blood glucose value was 137 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a frozen screen on the medtronic logo due to moisture damage on the electronic assembly. No constant tone was noted. The motor had moisture damage. The pump also had a scratched case.